Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). No evaluation summary available; product analysis could not be performed, device discarded by facility. Method code: no testing methods performed. (B)(4).

Event description:
It was reported that while setting up to perform a parathyroidectomy on a female patient, to aid in intubation a bougie was inserted into the esophagus first to help dilate the esophagus to make intubation easier. When sliding the emg tube into place the friction caused between the two devices could have contributed to the bougie puncturing the lung which resulted in a pneumothorax. The patient required a chest tube because of the pneumothorax, and has since made a full recovery. The physician clarified that he feels that the tube did not cause the event, rather the bougie was inserted too far into the esophagus and the friction caused by intubation could have contributed to the event.